Event description:
On 11/04/1998 following a diagnostic procedure, an angio-seal device was deployed in a patient's right groin with hemostasis successfully achieved. Four days later (on 11/08/1998) the patient presented with a "golf-ball sized abscess." The abscess was drained and noted to have exudate and puss. The patient was placed on intravenous antibiotics and her previously scheduled mitral valve surgery was postponed. As of 12/02/1998 there has been no further report to the manufacturer of complication or patient sequelae.